Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check and that the air hose connected to the ventilator¿s air inlet was leaking. There was no patient involvement. Based on technician statement, the device failed internal leakage, pressure transducer, safety valve and patient circuit tests during pre-use check. Identification of issue has been done by analyzing problem description. The issue has been resolved by replacing nozzle unit of air gas module and the device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The root cause of the issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 07/06/2017; corrected manufacture date: 07/14/2017. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check and that the air hose connected to the ventilator¿s air inlet was leaking. There was no patient involvement. Manufacturer's ref. #: (B)(4).